Event description:
It was reported by the patient's legal guardian that the patient was hospitalized with hyperglycemia on (B)(6) 2026, the pod had fallen off and an ¿automated delivery restriction¿ alarm was displayed. The patient's blood glucose reached 418 mg/dl while wearing the pod between 49 and 71 hours. The patient's legal guardian reported symptoms including thirst, vomiting, and headache, and was taken to (B)(6) hospital on (B)(6) 2026. The treating physician reportedly diagnosed hyperglycemia, and the patient received hydration perfusion as treatment. The patient remained hospitalized for three days and was discharged on (B)(6) 2026. No further clinical details were provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.